Event description:
It was reported that the patient experienced a "complete rejection" and ins was explanted in (B)(6) 2011. The patient had concerns regarding what he could do with his programmer and recharging unit. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model # 39565-65, lot # v770124004, implanted: (B)(6) 2011, explanted: unknown; programmer model # 37743, lot # nke173655n; recharger model # 37752, lot # nka157342n.